Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on 11/16/14, there was an inaccurate delivery issue and the patient was hospitalized with diabetic ketoacidosis (dka). Blood glucose (bg) levels ranged from 120 to over 300 mg/dl, with nausea, vomiting, confusion and disorientation. Patient was treated with insulin via pump. The patient discontinued pump therapy because of the alleged inaccurate delivery issue. This complaint is being reported because the patient experienced dka and the pump cannot be ruled out as causing/contributing to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.